Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she went to the ER on (B)(6) 2013 with a bg of 630mg/dl, with nausea but no vomiting. There was no ketone issue or diabetic ketoacidosis. Continued to wear the pump in ER, but no results with just pump use; given injections and IV fluids . Discharged from ER when bg was 79mg/dl. Took 2 hours for bg to come down to 79mg/dl per patient, patient continues to wear the pump and reports her last site change was after she got back home from ER. This morning, her bg was up to 390mg/dl with no signs or symptoms. Customer support (cs) review did not find any pump issues contributing to the elevated bg and instructed patient to remove pump and go on alternate delivery method of insulin. Cs informed patient they could not give a her reason for her elevations, and she needs to follow up with her health care provider (hcp) for reason for elevation. Patient has celiac disease and does not eat in a regular pattern. She had a poor rotation schedule of sites, and no elevations prior this one. Bg was still elevated with new site placed last night. The patient is not implicating site or set either. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: testing was unable to confirm or duplicate the complaint during investigation. Pump information from date of complaint has been overwritten. Last basal delivery was on (B)(6) 2014@10:39am, reported date of (B)(6) 2013 is overwritten tdd add up and equal the basal target. No activity outside of normal use is observed-the pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.